Event description:
It was reported that this rv lead exhibited oversensing and exit block. The rv lead remains implanted. No additional information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).